Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12799. It was reported that patient experienced loss of stimulation. Diagnostics indicated high impedance on one of the leads. As a result, patient underwent surgical intervention wherein both of the leads were explanted and replaced. Effective therapy was restored postoperatively.